Event description:
Information received notes that the patient presented to the clinic after a syncopal episode. The patient's rhythm was intrinsic. Interrogation revealed 1990 ohms impedance with "0" for pulse energy, pulse charge and pulse current. Loss of ventricular capture was observed at progammed outputs of 2.5v/0.4ms. When x-ray did not reveal a lead problem, the physician opened the pocket and found the setscrew loose. After tightening the setscrew, normal function ensued.